Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms during bolus, even after infusion set and reservoir changes. Customer's blood glucose was 14.7 mmol/l. It was reported that there were no air bubbles in set. A 5.0 fill cannula was programmed and insulin did exit. Troubleshooting could not be completed due to customer's mother wanting insulin pump to be replaced due to being convinced that insulin pump was the cause of no delivery. Insulin pump would be replaced.